Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited low out of range right atrial (ra) pace impedance measurements less than 200 ohms and noise on both the ra and right ventricular (rv) channels. Technical services (ts) recommended in person evaluation, device-based lead testing, isometrics and pocket manipulation to determine the cause. This device remains in service. No adverse patient effects were reported.